Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the right ventricle lead was capped and replaced on (B)(6) 2017 for an unknown malfunction. The patient was in stable condition.